Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding the screw hole locations in a hindfoot arthodesis nail. The account reported that they implanted a nail that they believe has a static and dynamic hole transposed. During the final implantation, on the proximal end, it was observed that the dynamic hole appeared to be on the proximal end. It was determined by the operative staff that the product does not pose any problems in terms of surgery or the patient therefore, the material remains implanted in the patient.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. A review of synthes device history records for manufacturing revealed no complaint related issues.